Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 495 mg/dl. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. The customer declined troubleshooting but requested for assistance with updating their basal rates. The customer was advised to speak to the help line for assistance with updating the settings on their insulin pump. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly error alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.